Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the valve dislodged aortically three times. The deployment starting point was at the bottom of the pigtail catheter. It was reported that the first dislodgement occurred on the aortic side while the valve was at a depth of 1 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). During the second dislodgement to the aortic side as well, the depth was 2 mm on the ncc and 2 mm on the lcc. The third dislodgement was at a depth of 6 mm on the ncc and 6 mm on the lcc, resulting in the valve dislodging up to a dept of 1 mm on the ncc and 2 mm on the lcc. It was confirmed that a snare was not used. Of note, a confida guidewire was used during this procedure. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had end-stage renal disease (esrd), but despite this calcification of the valve leaflets was mild. A pre-implant balloon aortic valvuloplasty (bav) was performed using an inoue 18mm balloon. Rapid pacing was used, however the balloon slipped. Successful expansion occurred on the third try. The valve was deployed from node 4 to the point of no return under rapid pacing. The first and second deployment attempts were slightly too shallow, and dislodges occurred when the inflow was corroborative and the rapid pacing was stopped. The valve and delivery catheter system (dcs) were withdrawn from the patient and a second pre-implant bav was performed using an inoue 19mm balloon. The same dislodge occurred once again. The team therefore attempted to place the valve in order to deepen it. The valve was deployed at a pproximately 6mm. The same dislodge occurred again. When the valve was recaptured and redeployed, the degree of dislodge increased, however the valve became fixed in position at 1-2mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The valve appeared to be slightly shallower under fluoroscopy and echocardiogram. Based on past behavior, there was a risk of dislodge upon full release, so the valve was recaptured and deployment was once again attempted at a deeper position. Before reaching the point of no return (ponr), a dislodge once again occurred. The valve and dcs were removed from the patient, and a non-medtronic valve (edwards sapien) was successfully placed. The dislodgements of the valve appeared as though the valve was being pushed out of the leaflets. The patient¿s annulus perimeter was 69.4mm, and various measurements confirmed these values, so there seemed to be no problem with valve size selection. Although the dislodge occurred just before the ponr, it did not seem like there was any extrusion due to the parachute phase. The possible cause was that this was a dialysis patient, whose valve leaflets were different to usual cases, possibly resulting in poor fixation. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial (B)(6) , ubd: 13-sep-2025, (B)(4) other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011970005); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.